Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the patient suffer from consequences or any injury? What is the current condition of the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a craniotomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture was found knotted and coming out from swage after opening the foil suture. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 7/8/2020 additional information: d8, additional information was requested, and the following was obtained: no injury from the needle happened patient is stable. Could you please confirm if the patient suffer from consequences or any injury? What is the current condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 08/28/2020. Additional information: batch manufacturing records of nw873/v5006 was reviewed for any process deviation but no deviation was observed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 08/26/2020. H-6 device codes: 3191- counterfeit device. H-3 summary: received sample photos/videos were subjected to investigation in order to identify the novelty of the product. Received sample photos/videos were visually inspected and compared with retain sample of product code nw873 and lot v5006. Upon visual inspection it has been observed that provided single barrier folder of complaint sample was not matching with retained sample. Differences were identified in product artwork, price, lot numbering, manufacturing and expiry date and manufacturing site name. Actual complaint sample was not received for investigation hence product evaluation could not be performed. Investigation concluded that the product subjected to complaint is a confirmed counterfeit product. Hence functional product evaluation is not applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.